Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received stated there was no vitrectomy, sutures and incision enlargement performed. Patient was normal at the time of discharge. Visual acuity pre-op (pre-initial implant): 20/60. Visual acuity post-op (post-initial implant): 20/40. Visual acuity post-op (post-replacement): 20/25. As a result the following fields have been updated: section d7: if explanted, give date: (B)(6) 2019. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye; however an explant was scheduled for (B)(6) 2019 but not confirmed. Phone, facility name: unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct100 intraocular lens (iol) is planned to be explanted from patient's left eye in a secondary surgical procedure because of refractive surprise and decreased visual acuity. The replacement lens is scheduled to be a model zct225 18.5 diopter lens. No additional information was received.